Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not able to be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: biopsy channel was clogged. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the colonovideoscope biopsy channel is clogged. The issue was found during reprocessing. There are not reports of patient involvement.